Event description:
On (B)(6) 2012, double valve replacement and tricuspid annuloplasty were performed. A 25mm epic valve was implanted in the patient's mitral position and a 21mm epic supra valve (model number: esp100-21, serial number: (B)(4)) was implanted in the aortic position. Postoperatively, on an unknown date, tricuspid regurgitation was worsening during a patient follow-up appointment. In (B)(6) 2018, mitral regurgitation was confirmed and the patient had symptoms of cardiac insufficiency. On (B)(6) 2018, re-do mvr and repeated tricusid annuloplasty (tap) were performed. The epic valve was explanted and a larger, 27mm epic valve (model number: e100-27m, serial number: (B)(4)) was implanted as the replacement. Upon explant, a tear was observed at the commissure of this valve. Neither calcification nor pannus were exhibited on this valve. Reportedly, no anomalies were noted on the aortic valve, and the epic supra valve remains implanted.

Manufacturer narrative:
An event of a tear in the valve was confirmed. The returned 25 mm epic stented heart valve contained a tear in free edge portion of cusp 1. Fibrous pannus ingrowth was observed on the inflow and outflow surfaces of cusp 2 and on the outflow surface of cusp 3. Thinning and a loss of collagen fibers was observed at the bases of cusps 2 and 3, additionally the thinning and a loss of collagen fibers were also observed at the tear site on cusp 1. No acute inflammation or significant calcifications were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.